Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified and milly tortuous superficial femoral artery. A 6.0 x 150, 135cm mustang balloon was advanced for dilation. However, during the 1st inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.